Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom a tooth extraction (permanent impairment to a body structure) and an align product was being used.

Event description:
The patient reported symptoms of tooth pain on tooth # 2 (upper right 2nd molar), red and swollen cheeks, diagnosis of asymptomatic irreversible pulpitis, nerve pain on the upper right quadrant (unspecified teeth #), pain of the eye socket, swollen eyelid, required root canals on teeth # 3 (upper right 1st premolar), 8 (upper right central incisor) and 4 (upper right 2nd premolar), and extractions of tooth # 3, 4, 8, and 7 (upper right lateral incisor). These reported symptoms do not appear to be potentially serious in nature or life threatening to the patient, individually or as a combination of symptoms. The patient reported visiting the ER, a dentist, endodontist and a general physician, and had a MRI (showed no nerve damage), mra (showed no nerve damage) and a brain scan (results are unknown) performed. It is unspecified who extracted the patients teeth. The patient reported being prescribed amoxicillin (antibiotic) and augmentin (penicillin antibiotic) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019.